Manufacturer narrative:
Additional information: g4, g7, h2, h4.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 did not meet specifications for optical properties and no contact force was displayed when connected to the tactisys quartz unit. Optical fiber 2 was compressed into the optical connector, consistent with the loss of contact force. The ferrule of fiber 2 was noted to be over-polished and no longer had a lead-in taper to allow proper insertion into the tactisys, consistent with the compressed fiber observed. The optical fiber was returned to its original position and did not met specifications for optical signal properties. The device did not meet specifications during a shaft leak and an irrigation leak test. Additionally, multiple shorts were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, and a loss of force data during the procedure. In addition, log file analysis indicates optical fiber 3 did not meet specifications for optical properties.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.